Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and blank display. Customer's blood glucose reading was unknown. Troubleshooting for keypad anomaly was performed. Customer advised all the buttons were unresponsive and they received the button error alarm. Troubleshooting for blank display was performed. Customer advised the insulin pump was exposed to moisture and the display screen was completely blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Stop (idle) current measurement and run current measurement within specifications. No unexpected blank display noted during testing. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the electronic board was inspected and properly connected. No moisture damage noted on electronics assembly, motor, vibrator and battery tube assembly. The insulin pump received with scratched case and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.